Manufacturer narrative:
(B)(4). Retainer ring = black. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit was cut/open and inspected and found corroded/moisture damage inside the pump. Unit received with blank display due to moisture, corroded at the pcb1 j6, j7 and liquid crystal display assembly and pcb2 j2. Unable to download and unable to graph power management due to blank display noted. Pump received with cracked select button keypad overlay and cracked case behind the pump near the battery tube compartment. Test reservoir, p cap lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had a crack near the base of the battery cartridge and it was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.